Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had a high blood glucose of 528 mg/dl. When the customer pulled off the infusion set, the cannula was sitting on the surface of the skin. . The cannula was bent. The customer was treated with manual injection and the site was changed. The insulin pump will not be returned for analysis.